Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (service code 204,damaged cable) has been confirmed. Upon investigation, the trunk cable, ECG a and b and ECG c and d cables were pulled from the strain relief, breaking j702 and j704 on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged and the patient was experiencing service code 204 (belt/monitor unusable).